Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2015-66327.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of admission. Customer stated they were hospitalized because the insulin pump did not give a blood glucose reading. Customer reported feeling dizzy and was about to pass out from their blood glucose. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.